Event description:
The customer obtained a non-reproducible elevated vitros trop I es result on a single pt sample while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician. There was no report of pt harm as a result of this event. This report corresponds to orthoclinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation into this event was unable to determine exact root cause of the event. Analysis of instrument datalogger files, quality control results, performance tests, and sample handling process could not find evidence to suggest that an analyzer or reagent error or inappropriate customer protocol had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unk.